Event description:
During the initial implant procedure, there was loss of sensing and loss of pacing noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of ¿no detection was possible with the lead after inserting it¿ and ¿no stimulation as well¿ were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.